Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the client received too much narcotic medication and end up in ICU for 3-4 days. Delay in therapy: yes. Need for clinical intervention: yes. Patient involvement: yes. Human harm: yes.."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the client received too much narcotic medication and end up in ICU for 3-4 days. I know nature of mistake (ml/h instead of mg/h) . Delay in therapy: yes. Need for clinical intervention: yes. Patient involvement: yes. Human harm: yes."